Event description:
A resolute integrity drug-eluting stent was implanted successfully to the ostium of the diagonal branch at 12atm for 20 sec. It was then planned to treat the lad with another stent but it was reported that during removal of the pre-dilatation balloon, the previously implanted resolute integrity was also removed attached to the pre-dilation balloon in a coil. The physician believes the pre-dilation wire may have gone through a stent strut of the implanted resolute integrity and this caused the coiling. The procedure was completed with the implant of non-mdt stenting. There were no issues noted on removal of the resolute integrity device from the packaging or during inspection. Negative prep had not been performed. No reported patient complications or clinical sequelae.

Manufacturer narrative:
Results: related to another drug/device (when positioning the guidewire in the lad the wire may have gone through a strut of the resolute stent resulting in coiling and subsequent removal of the stent). (B)(4).

Event description:
Evaluation summary: the stent was returned attached to a non-medtronic poba device. The stent was severely stretched and deformed.

Manufacturer narrative:
Evaluation results: related to operational context ¿ (physician believes the pre-dilation balloon wire may have gone through a stent strut of the implanted resolute integrity resulting in the damage). Related to another drug/device- (pre-dilation balloon wire may have gone through a stent strut of the implanted resolute integrity). Deformation problem (stent). Evaluation conclusions: related to operational context ¿ (physician believes the pre-dilation balloon wire may have gone through a stent strut of the implanted resolute integrity resulting in the damage). Evaluation in progress (device returned but evaluation in progress). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.